Event description:
The patient received an scs system, including an ipg, on (B)(6) 2008. The patient reported feeling a stinging and heating sensation at the ipg pocket when stimulation is in use. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.